Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's pump screen had a crack in it and the cause was not known. The pump was functional. The customer's blood glucose level was 169 mg/dl. Reportedly, the pump was continued to be used for insulin delivery.